Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge 250 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 190 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.